Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
A representative reported the patient missed a refill and the pump showed both low and empty reservoir alarms as expected. They noted the ¿alarm date showed the current date rather than the date it occurred¿, though it was explained that this was normal product behavior as the programmer counted down to the alarm date once it occurred, and it only showed the current date. The medication used within the system was gablofen. The representative later reported that, regarding the missed refill, ¿there was not a missed refill¿. During interrogation and reading of the logs, the clinic was confused as to why the low reservoir and empty reservoir dates were on the same date. The patient was due for a refill and had gone past their refill date. It was explained to the clinic that the low reservoir alarm would show the current date in the logs once the alarm had been sounding.